Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire was found kinked after opening the package. No patient involvement was reported. Another set was opened.

Event description:
It was reported the guidewire was found kinked after opening the package. No patient involvement was reported. Another set was opened.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for evaluation. The customer also returned a guide wire and lidstock for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the guidewire was kinked towards the distal j-bend. The distal j-bend appears misshapen but intact. Microscopic examination revealed that both welds are present and appear full and spherical. The kink in the guide wire measured 433mm from the proximal tip. The overall length of the guide wire measured 458 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.795 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. The guide wire passed through all components with little to no difficulty. A manual tug test confirmed that both welds are secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.